Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the presence of foreign material in the channel. The device failed the insulation test with a reading of 1.5 megaohm. The angulation is out of specification, and the control knobs were found loose. There were deep scratches observed on plastic distal end cover. The light guide lens was chipped. The bending section cover glue was cracked. The insertion tube was buckled. There were scratches observed on the contact pins in the scope connector. The device was serviced and returned to the user facility. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. If additional and relevant information is received at a later date, this report will be supplemented accordingly.

Event description:
It was reported that a piece of tissue came out of the biopsy channel when the user pushed the forceps down for the first biopsy. The user suspected that an unclean biopsy port button. No patient or user injury reported.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The presumed cause of this suggested phenomenon was inappropriate reprocessing/ inspection of the device. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Inspection of the biopsy valve (mb-358) - the biopsy valve is a consumable that should be inspected as described below before each use. Replace it with a new one if any irregularity is observed during the inspection. An irregular, abnormal, or damaged valve can reduce the efficacy of the endoscope¿s suction system, and may leak or spray patient debris or fluids, posing an infection control risk." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "Precleaning the endoscope and accessories - if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Brush the instrument channel port. Detach the accessories from the endoscope. Reprocessing the accessories". Olympus will continue to monitor field performance for this device.